Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01338. It was reported the pt has an infection at her ipg site. Wound breakdown and excessive drainage at lower medial edge of ipg site was noted. Cultures were taken and the ipg site was washed out on (B)(6) 2013. A drain was put in place and the patient was treated with antibiotics. Follow up info identified the cultures results were (B)(6) for (B)(6). The patient's entire scs system was removed.